Event description:
Reportedly, the device did not cut, no doughnut; the tip of instrument remained jammed in anastomosis; resection of colon and new anastomosis; longer operating time by one hour. Procedure: anastomosis.